Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose levels (32-66 mg/dl). The cause for low bg levels was unknown. Customer addressed low blood glucose levels with juice and glucose tablets. Recommendation was made discuss diabetes management with customer's health care professional.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: several blood glucose (bg) values from 29-53 mg/dl were entered into the pump by the user from (B)(6) 2019. Continuous glucose monitor (cgm) was not in use. User made bolus requests without entering current bg and while still having insulin on board (iob). Cartridge change sequence was completed multiple times during the date range provided. Programmed basal rates ranged from 0.4 units/hour at night to 1.3 unit/hour during the day, for 20.7 units total daily basal insulin. On (B)(6) 2019, user adjusted night basal rate to 0.1 units/hour, for 18.5 units total daily basal insulin. Following this adjustment, there were no further low bg values recorded. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings needed adjustment. There is no evidence that the pump experienced a malfunction or failure.